Event description:
During checkout, the anesthesiologist noted that no alarms were sounding on the anesthesia delivery unit (adu). Visual alarms were functional. There was no report of pt involvement. The machine reportedly functioned as designed following replacement of the amplifier board. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.